Event description:
Patient requiring insulin infusion also requiring MRI. The mridium 3860+ MRI-compatible IV pump was acquired and an insulin infusion was set up on the sidecar channel (mridium 3861). The 0.9 normal saline flush was set up at 15 mle per hour on the primary pump unit (mridium 3860+. As patient was leaving the floor for MRI, the rn noted the 0.9 normal saline was infusing at a much faster rate than programmed for. The pump was reprogrammed from 15ml/hr to 10 ml/hr which appeared to adjust the rate. Shortly after this time, the infusion appeared to be running at a faster rate than programmed. At this time the roller clamp was utilized to slow the normal saline flush infusion. Staff then turned the pump off and back on, and then the normal saline infusion appeared to be infusing correctly. The insulin was infusing at the appropriate rate, and patient was allowed to continue to MRI. The infusions were checked again mid-way through the procedure and were infusing appropriately. No harm to patient, insulin infusion was infusing correctly on the sidecar channel. Upon return and interrogation of the pump, the fast flow was noted an additional time with the pump programmed for 10ml/hr. Normal function appeared to return upon opening and closing the pump door on the primary pump unit. The device and the mridium extension set ref 1058 1000 series were removed from service for return to manufacturer.